Event description:
Pt left an after hours message for (B)(6) that the application site of an I-port became irritated. (B)(6) contacted the pt about the incident to obtain more info. Pt stated that she wore the first I-port device and saw no signs of infection, the application site of the second I-port became red and "oozed pus" upon removal, and the third device was removed because of pain and the area felt "hot to the touch." Pt consulted her hcp and he diagnosed the area as infected and prescribed antibiotics. The following week, the pt consulted her physician for a check-up visit. During check-up visit, the physician who diagnosed the infection was not available, so the pt was evaluated by a different physician. The second physician ordered the pt to have an immediate minor procedure to clean the infected site. This procedure was performed the same day as the check-up visit and the pt was allowed to leave the hospital following the conclusion of the procedure. A culture test was performed and pt stated that the results revealed that the infection was not caused by (B)(6) but rather she claims the infection was caused by a "bad reaction to the device." Pt claims to be allergic to latex, but the I-port does not contain latex and the adhesive patch is hypoallergenic.

Manufacturer narrative:
Pt discarded the device and labeling, so the lot number of the suspect device was not obtained nor was the device returned for analysis. Pt indicated that all of the devices worn functioned properly. Pt stated that the insertion area was swabbed with alcohol before applying each device and worn no longer than 72 hrs, as prescribed by the IFU. A review of the sterilization technical reports for all lots of I-ports released for commercial use confirmed that all sterility tests yielded zero positive results and therefore met usp standard ethylene oxide sterility requirements.